Event description:
A pt was skin tested on 4/30/96 with negative results and received her first treatment on 6/6/96 in the glabella, nasolabial folds, and oral commissures. In early 8/96 (exact date unknown), the pt noted redness and swelling at the skin test site and glabellar treatment site. On 8/5/96, the pt presented with erythema and swelling at the glabellar treatment site and skin test site. The physician diagnosed a hypersentivity; oral atarax and topical hydrocortisone cream were prescribed.